Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The dragonfly opstar was used in a rca#2 lesion with moderate stenosis and tortuosity. During the fourth pullback, there was resistance felt on the stent strut while advancing the catheter into the lesion. Upon the pullbacks, it was noticed that there was no proximal marker and there was another marker around the distal marker at post-pci. After the catheter was removed from the patient¿s anatomy, it was confirmed that the proximal marker was on guidewire and not on catheter. Another guidewire was inserted, and the two guidewires and the marker were entangled and removed. It was confirmed on cine images that no fragments remained in the patient's anatomy. When the guidewire was put in the bag, the marker was detached from guidewire and damaged when picked up. The procedure was completed with no adverse patient consequences after additional pre-dilatation with a balloon was performed without using another catheter. No additional information is expected.

Manufacturer narrative:
One dragonfly opstar imaging catheter was received for evaluation. The results of the investigation concluded that the marker band was displaced and flattened, consistent with the reported event and the submitted photos. Further investigation revealed that the proximal sheath marker band was not swaged properly.